Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were found except for procedural damage.

Event description:
It was reported that the patient presented to the hospital for a scheduled device upgrade procedure. Upon interrogation, the right atrial (ra) lead exhibited elevated capture threshold. The ra lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.